Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. As per surgeon opinion, this failure is due to immune response. The cause of the event cannot be conclusively determined; however, patient factors likely contributed to the event. Note that this aortic bioprosthetic surgical valve that was initially implanted was implanted off-label in the pulmonary position. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a patient with a 29mm aortic valve implanted in the pulmonary position underwent surgery for a valve-in-valve replacement after an implant duration of 3 years and 10 months due to stenosis and regurgitation, with thickened and immobile leaflet. Peak gradient across the valve 62 mmhg, mean gradient 35 mmhg. As per surgeon opinion, this failure is due to immune response. A 29mm transcatheter valve was transfemorally implanted within the surgical edwards valve with a good result. The patient was noted as to be recovering well after the procedure.